Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, patient experienced blurry reflection during changes of light, under fluorescent lights and while driving and had eye discomfort since surgery which was 7 months ago. Additional information received and stated that patient experienced discomfort triggered by light, particularly when using ipad or watching television. Patient wear sunglasses even indoors and it feels as the eyeballs is contracting. It was difficult to find the words for an adequate description.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).